Manufacturer narrative:
Findings: unit received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed critical pump error for the 30 to 40 minutes. Customer's blood glucose was 210 mg/dl. Customer stated the critical pump error alarm was displayed on the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned. The insulin pump is returning for analysis.